Manufacturer narrative:
The device was returned for evaluation. A review of component quality records found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned sensor found no visible damage to the sensor, catheter material, or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device discarded.

Event description:
It was reported that a microsensor was used along with a directlink. The sensor was zeroed and implanted, showing a reading of "10." The reading then drifted down to "-2." The sensor was removed and a second sensor was zeroed and calibrated. This sensor initially showed a reading of "20," then started creeping up to "30." Simultaneously, an external ventricular drain was then set up and pressure was monitored with a regular transducer, which read "10." The microsensor still read "30." The second sensor was removed and monitoring was continued with the evd transducer. Eventually, the patient's pressure crept up to "35" on the transducer. The patient underwent a craniectomy to relieve the pressure the following day. The directlink was tested on site at the facility and maintained a constant, accurate reading for 24 hours with no drift. The two sensors were discarded by the facility. The facility is retaining the directlink unit and is continuing to use the device.